Event description:
The consumer reported the humidifier filter because moldy while in use. The mold from the unit caused a bacterial infection in her child which required medical attention. The mold is also bothering her eyes. As this humidifier has a permanent filter it required weekly cleaning to prevent mold and milder per the proper use instructions.